Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for lateral knee pain. Explanted uni femoral component, uni tibial tray and insert. Original dos was 3/18/1996. No implant information is available. No product code numbers were visible on the extracted implants. Once all implants were removed, a total knee replacement was conducted. No delay in surgery. No injury to the patient. This was the patient's right knee..